Event description:
Customer reported he was over 600 mg/dl, treated with a bolus. Customer was getting foggy so he gave himself another two boluses and device was alarming bg meter now. Customer stated his blood glucose was 580 mg/dl and he was going to fill vial for the third time. Customer also stated he was hospitalized on (B)(6) 2014 for high blood glucose. Customer does not recall any significant events that may have lead to the hospitalization. The drive support cap appears to be normal. Current blood glucose was 565 mg/dl. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Customer did not have clamp to perform high pressure test. Customer called back and stated he realized pharmacy had given him the wrong type of insulin. Once customer got the right type of insulin blood glucose lowered. Customer stated the insulin pump was working fine. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.